Event description:
It was reported that during a sigmoid colectomy the cutter was fired across the bowel in a low anterior resection surgery. After firing and opening the jaws of the instrument, the staple line immediately de-hissed. The surgeon then hand sewed the colon shut. The surgery time was extended by 20 minutes.